Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. Upon device interrogation the patient's left ventricular lead exhibited loss of capture and it was concluded that the lead had dislodged due to loosening of the left ventricular suture sleeve. The lead was successfully repositioned on (B)(6) 2020. The patient's condition was stable throughout the event.